Event description:
Information was received indicating that during testing of a smiths medical cadd cassette reservoir, a no disposable clamp tubing alarm was noted. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned. For analysis in used condition, with its original open packaging. Decontaminated and inside a plastic bag. Sample was received with blue clip not assembled and without white cap. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty. And no alarms were activated, when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.